Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound procedure, the subject device was used. The intended procedure was completed. There was no patient injury reported. It was reported that several days after the procedure the patient coughed up the needle. The patient underwent an CT scan additionally and no further abnormality was found. Omsc presumed that in the procedure the needle of the subject device has broken off in the patient and it was not retrieved. This is the report regarding falling of the needle.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. As a result of the photographic inspection, the breakage of the needle was found. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it is known that the buckled needle breaks if straightening force is applied to the buckled needle. The instruction manual of the device has already warned as follows; *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Manufacturer narrative:
This is a supplemental report to provide additional information. Only the broken needle of the subject device was returned to olympus medical system corp. (Omsc) for investigation. The needle was broken off at 15 mm from the distal end. The needle was curved around the broken portion the manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised that the needle breakage occurred due to followings; the needle buckled since the needle was subjected to a bending load. The user removed the subject device from the patient. A load was applied in the opposite direction of the needle bend since the user straightened the bent needle. The needle was subjected to a bending load when the user tried to perform a puncture with the subject device. The needle broke off. The instruction manual of the device has already warned as follows; *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.